Manufacturer narrative:
Concomitant medical products: model: d314drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high impedance, and noise. A lead fracture was confirmed and the lead was capped and replaced. No patient complications have been reported as a result of this event.